Manufacturer narrative:
There is no evidence to suggest that the broken male luer tip was related to manufacturing since there was no reported issue by the operator when initially disconnecting the luer from the priming spike. If the luer tip is wet before making the connections, it may act to seal the components together making it difficult to disconnect. Standard industry luer components are used in the cartridge assembly. No other similar complaints for this lot number found in the complaint database. This appears to be a random isolated event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
At disconnection following crrt treatment, the male luer tip from the cartridge venous pt blood line connector broke off in the pt¿s catheter female connector. No problem was reported when the same blood line luer connector was initially disconnected from the priming spike during setup of the cartridge. The pt¿s catheter was replaced. No other medical intervention was reported.